Event description:
Customer discovered that while performing preuse checks, customer noticed that the ventilator was "overpressuring" and activating the upper pressure limit alarm. The ventilator was sent to the bio-med. Department.